Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had crack on upper left part of corner on screen along casing around screen light, button gets jammed at times and lasting less than 7 days. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. The device will not be returned for analysis.